Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two months post implant of an implantable pulse generator (ipg) system that both the right ventricular (rv) lead and the right atrial (ra) lead dislodged. The rv lead pulled back into the right atrium due to insufficient slack and the ra lead dislodged due to insufficient slack. Both leads were revised using a stylet and given sufficient slack. Both leads and the device were sutured down. No further patient complications have been reported as a result of this event.